Event description:
A cusanxt1 module was reported to be ineffective during a procedure. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation 07/08/2015. Results: the cusa nxt was verified as working to specification and the failure incident could not be duplicated or confirmed. Based on the complaint investigation verifying the cusa nxt system is working to specification and the complaint review verifying the complaint is a single occurrence it can be determined no further review or corrective action is required. A copy of the DHR was requested from the manufacturer integra (B)(4), (B)(4) 2008. The DHR was reviewed for cusa nxt service module nxt1001. No non-conformance report (ncr) was raised during the manufacturing process for this service module. The review confirmed all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa nxt service module been released. Service history: the review identified no trend or linkage to current failure. Device history review during the time period "march-14 to march 15", the global product usage for cusa nxt service module was calculated as 13,092 usages, using the total quantity of cusa nxt tubing sales sold to calculate the quantity of usages. The quantity of complaints over the review period with the key words identified in the complaint review can therefore be calculated as 0 02% of procedures. Conclusion: since the complaint incident could not be duplicated and the cusa nxt console was verified as working to specification no root cause can be established.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.